Manufacturer narrative:
The manufacturer already has the device. The lot number was provided and the device history record was reviewed and found to be conforming. From the limited information that was provided, the event cannot be ascertained. But once more substantial information is received, an updated reported will be submitted. Zimmer reference number: (B)(4).

Event description:
It was reported that the surgeon was using the "mis double off set rasp handle, right." However the rocker arm was stiff. It is unknown if this event occured during surgery and if a patient was affected.